Manufacturer narrative:
The thermogard xp ivtm console (sn: (B)(4)) was evaluated at the customer site. The reported compliant of "when the prime switch of the thermogard xp ivtm system (sn: (B)(4)) was pressed, the pump rotor would not turn" was not confirmed during the functional testing. The prime switch was working as intended, and the pump rotor was able to turn with no issues. Upon visual inspection, unrelated to the reported complaint, ball bearings were found damaged/worn-out in the raceway. The pump rotor was replaced to address the issue. The event log review showed no significant discrepancies. The ivtm thermogard console passed the initial functional testing without any fault or error, and the customer's reported complaint of the rotor not turning during priming could not be replicated. Following service, the thermogard xp ivtm system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
When the prime switch of the thermogard xp ivtm system (sn: (B)(4)) was pressed, the pump rotor would not turn. Patient use information was requested, but no additional information was provided; therefore, patient use is unknown.